Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high, out-of-range hv lead impedance was observed. Another follow-up measurement showed a similar value. The patient was in good condition. The physician elected to take no action.